Event description:
As reported by the pt's spouse the filter was implanted in 2005. Fourteen days later the pt complained of abdominal pain and was airlifted to the hosp. X-ray found filter migration of 4 inches. Two days later an attempt was made to remove the filter, but it was unsuccessful. Additionally, pt was diagnosed with pe. Anticoagulant was initiated. Two weeks later, filter removal was scheduled but cancelled due to large thrombus burden. Pt also was reported to have experienced acute renal failure which resolved spontaneously. The indication for filter implant was trauma from a broken leg in october 2005, and contraindication to anticoagulants. In speaking with the pt's spouse, spouse was told that the filter had migrated and "lodged up against the kidney." Spouse further stated that this was thought to be the cause of the acute renal failure. Spouse added that the filter is still implanted (and gives pt occasional discomfort in the area of his kidney), and that the doctors are deciding what course of action to take.